Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer stated that they had high blood glucose all day long. At the time of the call the customer's blood glucose was 404 mg/dl, which was treated with five units of insulin. The customer stated that they had delivered boluses but their blood glucose was still high. The customer stated that they were nauseous. Troubleshooting was performed and everything tested within specification. The high pressure test passed. No bent or occluded cannula was noted upon removal of the infusion set from the customer's body. The insulin vial was within the expiration date. The alarm history was checked and no alarms were found. Nothing further was reported.